Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit periodically shuts down is unconfirmed. The scanner was received in with a 97% charge. Ran for approximately 3 hours to 0% and was re-charged to 100% and ran again for approximately 3 hours and never prematurely shut off. The root cause of the reported failure of the unit shutting down is inconclusive as the reported issue could not be reproduced during evaluation. The device was serviced, tested and returned to the customer. A history review of serial number dyapac028 showed one other similar complaint from this serial number. Both complaints for this serial number (dyapac028) have been reported from the same facility.

Event description:
Per biomed - unit periodically shuts down.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed one other similar complaint from this serial number. Both complaints for this serial number ((B)(4)) have been reported from the same facility.

Event description:
Per biomed - unit periodically shuts down.